Event description:
It was reported that intubated pt [patient] on ventilator, not receiving proper support based on settings (alternating tidal volumes, pt tachypneic/irregular resp. [Respiratory] rates). Additional sedation was started, testing done, vent alarming continuously d/t [due to] different parameters. Rt [respiratory therapy], rn, md & pa [physician assistant] all in room continuously frequently throughout shift. Paralytic drug ordered and pushed as clinically indicated, did not achieve expected affect as pt was still tachypneic and not receiving adequate tidal volumes. Decision made with team to try switching to a new ventilator with md, pa, rt, and rn at bedside. Once pt switched to new ventilator, the issue was completely resolved. Pt was in synch with vent settings and no longer tachypneic. No patient injury.

Manufacturer narrative:
It was reported that an intubated patient was not properly supported with the v500 device. Additional sedation / medication was given. After a device exchange, the pat. Was synch with ventilator settings. The investigation was based on the description of event. A log file could not be provided for further investigation. Therefore, no detailed root cause analysis was possible. A dräger service technician onsite found several communication errors between the c500 and the v500. Also, found that the log of the affected device was not opening properly. He uploaded the software on the cockpit and tested afterwards the device per manufacturer's specifications without any deviations. In case a communication issue could be detected between the c500 and the v500, as reported in this case, are usually logged in connection with cockpit restarts and do not result in ventilation failure. Therefore, a root cause as an application problem is suspected. The service technician onsite tested the device according to manufacturer specs without further deviations. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that intubated pt [patient] on ventilator, not receiving proper support based on settings (alternating tidal volumes, pt tachypneic/irregular resp. [Respiratory] rates). Additional sedation was started, testing done, vent alarming continuously d/t [due to] different parameters. Rt [respiratory therapy], rn, md & pa [physician assistant] all in room continuously frequently throughout shift. Paralytic drug ordered and pushed as clinically indicated, did not achieve expected affect as pt was still tachypneic and not receiving adequate tidal volumes. Decision made with team to try switching to a new ventilator with md, pa, rt, and rn at bedside. Once pt switched to new ventilator, the issue was completely resolved. Pt was in synch with vent settings and no longer tachypneic. No patient injury.